Event description:
The customer was hospitalized for dka. It was indicated that the infusion set was changed the night before the call. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. However, the high-pressure test did not pass. Suggested customer to discontinue the pump use.